Event description:
No additional information.

Manufacturer narrative:
Investigation results: three (3) 22ga x 3.5¿ unused and sealed needles for batch number 4123761 were received by our quality team for evaluation. The samples were submitted for visual inspection first. There was no point damage, including hooks, swage marks, scratches, incomplete or open points, unsmooth ground surfaces, discoloration of any kind or silvers, and no protruders, no receders. The needles were also submitted to test for any clogs or blockages. The samples comply with the expected characteristics and the reported failure was not observed in the needles; therefore, the reported failure could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, a root cause could not be determined as the incident could not be verified.

Event description:
Material# 405181 batch# 4123761 verbatim: I am told that these have been ¿clogging up¿ when being used. Three different staff members have stated this. No patient harm.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.